Event description:
The device was used during an unknown procedure. It was reported by the rep. Staples appear to have prefired while in transit. Noticed by scrub person on removal from pack instrument was not used. There was no consequence to the pt.